Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: lawyer.

Event description:
Litigation papers allege that patient experienced severe pain and discomfort, swelling, numbness, and difficulty walking. Doi (B)(6) 2005 - dor none reported (right hip); doi (B)(6) 2006 - dor none reported (left hip). Left hip: doi: (B)(6) 2006; dor: (B)(6) 2012. Right hip: doi: (B)(6) 2005; no revision. In addition to what were previously alleged, ppf alleges fracture (bone), loosening of stem, metal wear and metallosis. Added lawyer and patient harms. Updated the product details of head and liner. Added stem due to the alleged loosening. An unknown hip implant has been added to capture the allegation of fracture as it's unknown where the fracture was.